Event description:
It was reported that the healthcare professional (hcp) requested to review the stored events of this cardiac resynchronization therapy defibrillator (crt-d). Upon review, oversensing and noise in all channels were noted. Which was believed to be caused by caused by electromagnetic interference (emi). Leading to inappropriate anti-tachycardia pacing (atp). Pacing inhibition was also observed, leading to asystole. All lead measurements were stable on trends. The plan is to bring patient in to perform isometrics and rule out lead issue. Currently, this crt-d remains in service and no additional adverse patient effects were reported.